Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm observed in the device's diagnostic report (drpt) during periodic maintenance (pm). The authorized service provider (asp) inspected the device on (B)(6) 2025 during periodic maintenance and observed the diagnostic code for the backup alarm failed alarm in the drpt. The asp replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the issue. Following the part replacement, the asp completed a general, inspection, cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.